Manufacturer narrative:
The insulin pump was received with a33 error alarm during displacement test due to motor high current craw. The drive support disk was inspected and no anomaly was noted. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
Customer reported receiving a compromised force sensor system alarm. Customer's blood glucose was 160 mg/dl. The customer stated the drive support cap was sticking out. Customer also stated they did not drop or bump their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.